Event description:
Prior prosthesis had no esophageal communication. A provox vega 20 french/ 8 mm prosthesis was placed without difficulty, but was short, and retracted within the esophagus. The prosthesis eventually was withdrawing into the esophagus and could not be removed entirely through the trachea. The prosthesis fractured, and the anterior half was taken out through the trachea. A provox vega 20 french/ 12.5 mm was placed without difficulty and noted to have good communication. The gi (gastrointestinal) team was summoned to the or and performed flexible esophagoscopy and retrieved the remaining fractured prosthesis without difficulty. There was no significant injury to the patient. Patient returned to the emergency room two weeks later for facial pain and swelling. He was admitted for cellulitis, postoperative infection and treated with antibiotics. He was discharged 7 days later.